Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced controller fault alarms. The controller (B)(4) was exchanged and returned to the manufacturer for analysis. There was no reported patient injury as a result of this event. Upon evaluation several controller fault alarms were reproducible. Log file review around the event date also confirmed the reported controller fault alarm in addition to event exceptions. The most probable root cause for the reported events is likely due to memory corruption in the user interface control (uic). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that a patient performed a controller exchange after the controller displayed multiple 'controller fault' alarms. The patient then spoke with the ventricular assist device (vad) coordinator and switched it back to the original controller; on (B)(6) the patient experienced another alarm while connected to two charged batteries which suddenly displayed red leds during the alarm. The facility then performed a controller exchange and provided the patient with a replacement device. The controller was returned to the manufacturer for evaluation. No harm or injury to the patient was reported as a result of this incident.